Manufacturer narrative:
This report is based on information provided by philips remote service engineer (rse) and has been investigated by the philips complaint handling team. The rse determine that battery replacement will be needed to resolve the issue. The replacement battery will be requested internally. The potentially defective battery is not available for return due to safety reasons as indicated in 49 cfr 173.185(f). Based on the information available and the testing conducted, the cause of the reported problem was due to malfunction of the battery, the root cause of which could not be determined. The reported problem was confirmed. Based on the information available and results of additional analysis, no further action is necessary at this time.

Event description:
Philips received a complaint on the heartstart xl+ defibrillator/monitor indicating that there was an exhausted battery. This issue occurred during a defibrillator test. There was no patient involvement.